Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-05744. It was reported that in-stent thrombosis occurred. The target lesion was located in the mid right coronary artery. There were multiple promus premier¿ drug-eluting stents that were implanted to treat the lesion. The procedure was completed and the patient was then taken back to the room. However, a couple of hours later, the patient was complaining of chest pain and brought back to the cath lab. Angiography revealed stent thrombosis. Balloon angioplasty was then performed. No further patient complications were reported and the patient's status was fine.